Event description:
Information received by medtronic indicated that the insulin pen had lead screw anomaly. Customer stated that the screw was not moving as intended. Customer reported that insulin was not dispensed when the button was pushed. No harm requiring medical intervention was reported. Troubleshooting successfully performed and the customer will discontinue to use the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.